Manufacturer narrative:
The CAPA was initiated on (B)(6) 2016 to address the issue in which the ipg experienced loss of power, causing the patient to lose pain relief requiring replacement of the device. Investigation is currently in progress. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed communication with the ipg was established following the implant procedure but the ipg became inoperable 2 weeks after.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg became inoperable following the implant procedure. Error messages showed up on both the patient programmer and the physician programmer. Troubleshooting was attempted with multiple external devices but could not provide resolution. As a result, the ipg was explanted and replaced on (B)(6) 2016. The issue was resolved.